Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/06/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2016 with the following findings: on examination, the keypad was intact and all the keypad buttons were responsive on testing. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the complaint of under responsive up/down/ok buttons. The pump was opened to inspect the keypad flex. The keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of moisture found inside the pump. Unrelated to the original keypad button complaint, the audio bolus button cover was found to be damaged/punctured. The audio bolus button was responsive on testing. Additionally, the display was dim/faded an discolored and the battery compartment was cracked at the threads to the left of the bumper and at case seal below the bumper.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.